Manufacturer narrative:
Date sent to the FDA: 01/29/2016. Actual device was returned for evaluation. Visual inspection was performed and no damage was noted. Fire testing was not conducted because the trigger was completely jammed. The device was disassembled to perform a deep inspection and one strap was found inside the cannula shaft. The prongs of the insertion fork were found deformed as indicative of the device being fired into a hard surface. When this happens the internal components in the cannula shaft cannot slide properly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the straps didn't hold in the tissue. Another like device was used to complete the procedure with no adverse patient consequences.